Manufacturer narrative:
H3 other text : device not accessible for testing.

Event description:
It was reported that the device's bed alarm was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.